Event description:
It was reported that the patient had a stroke four days after having the device "installed." It was noted that the patient still suffered from the stroke one year after the implanted date. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3387s-40 lot# v964030, implanted: 2012 (B)(6), product type lead product ID: 3387s-40 lot# v964030, implanted: 2012 (B)(6), product type lead product ID: 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: neu_lead cap_acc lot# serial# unknown, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient does not speak quickly due to a stroke they had last year.